Manufacturer narrative:
Device code (B)(4): off-label use (under 21yrs of age at date of implant). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens of diopter -12.5/+2.0/089 into the patient's left eye (os) on (B)(6) 2022. In a separate surgery that day the lens was removed due to excessive vault. In a third surgery that same day a shorter length lens was implanted. This resolved the problem. Cause of event reported as unknown.